Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code (B)(4)) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient experienced a service code (B)(4) (belt/monitor unusable).